Event description:
The MFR rec'd info alleging a ventilator would not power on. The device was not in pt use.

Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer's complaint was confirmed. The device's sys board was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a power issue with the system board. The system board was returned to the quality assurance laboratory for further investigation. During the investigation the root cause of the system board not powering the device on was found to be caused by a short on the q28 collector to emitter and there was isolated thermal damaged observed on components r 174 and r 175.